Event description:
It was reported that after insertion of the iab, pumping began on a pump that was not used for several years, after approximately 10 minutes, the pump exhibited purge failure alarms, low battery alarms, and the screen went blank. The patient was transferred to another pump. The patient expired the next day but death was not related to this incident. The hospital does not have a service contract with arrow on this pump.